Event description:
Full thickness burn on medial thigh post bodytite procedure.

Manufacturer narrative:
Clinic reported of a patient sustaining full thickness burn during bodytite procedure, that was excised on spot. Investigation is ongoing.

Manufacturer narrative:
Clinic reported of a patient sustaining full thickness burn during bodytite procedure, that was excised on spot. Investigation is ongoing. 13-feb-2025: follow up report is submitted with a correction and investigation conclusions. Device manufacturer date was corrected. Investigation conclusions: the system and the handpiece passed technical inspection with no issues. Investigation attributed the root cause to incorrect technique combined with very high cut off temperature utilized by the user, contrary to the recommended protocol. The patient is healing well and retraining has been scheduled for the clinic.

Event description:
Full thickness burn on medial thigh post bodytite procedure.